Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a pacing lead the positioning difficulties were experienced. Positioning was attempted repeatedly resulting in tissue becoming embedded in the lead helix. The tissue could not be removed so the lead was explanted and replaced. No patient complications have been reported as a result of this event.